Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the pump touch screen was delayed in responding to presses. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.